Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are having trouble with the device. Patient said they had to call several numbers including the doctors emergency service who told her to shut the device off completely. Patient mentioned that they have been 3 days without the device working because they have no knowledge, no experience, no explanation, and no directions on troubleshooting. During the call patient service walked patient through connecting to the mystim rc application and patient was able to successfully connect. Patient noted that they turned the therapy off a couple days ago because it was too strong and they couldn't adjust it. Pt reported their legs were vibrating like crazy. Pt reported they were very emotionally distressed. Agent provided patient education. Patient decreased the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms and follow up as needed.